Manufacturer narrative:
(B)(4). Visual examination of the returned product identified scratches, nicks, faded etching, wear and strike marks. It is confirmed the impactor pad has fractured and not all the pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument was received fractured. Multiple requests have been made to obtain additional information, but no response has been received at this time.